Manufacturer narrative:
Svs/vqi registry for the valiant thoracic stent graft with the captivia delivery system (valiant captivia). Event date and date of death: year only valid, implant date: year only valid. The device serial number is unknown. This data has been provided to medtronic by a third party and is limited and de-identified. For events where individual device model numbers were provided in the bulk data received, one MDR report was submitted for each device model. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was implanted in a patient for the treatment of a thoracic aortic dissection. On an unknown date 7 years later, the patient expired. The cause of death was not provided. No other information available. This event is being reported as part of a bulk data release provided to medtronic from the society for vascular surgery - patient safety organization tevar dissection surveillance initiative. This data has been provided to medtronic by a third party (m2s) and is limited and de-identified.